Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported pump shut down without error or warning during the night while she was sleeping. Caller stated pump had accidentally fallen into the bath while she was bathing earlier in the day. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.